Event description:
During preventive maintenance (pm) performed by a getinge field service engineer (fse), the customer reported that the screen of the cs300 intra-aortic balloon pump (iabp) had an intermittent issue, it was unable to read. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6). During a pm service, the getinge field service engineer (fse) was made aware of the display issue and was able to reproduce the reported issue. To fix the issue, the fse replaced the lcd display, video receiver, and mounting plate. Pm was performed during the same service visit. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
During preventive maintenance (pm) performed by a getinge field service engineer (fse), the customer reported that the screen of the cs300 intra-aortic balloon pump (iabp) had an intermittent issue, it was unable to read. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period mar 2019 through feb 2021 was reviewed. There were no triggers identified for the review period.